Event description:
Small incision was made and an arrow was removed from the anteromedial aspect of the left knee two months after the initial operation. Problems continued and later another nodule appeared to be migrating towards the surface.